Event description:
It was reported to philips that system was unable to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. As the customer lacked a maintenance contract with philips, a quotation for a technician's visit was provided; however, the customer did not give their approval. The quote was cancelled as the service is no longer required. No work perform by philips. The codes were updated based on the investigation outcome.